Manufacturer narrative:
Qa prod analysis rec'd and examined the returned xpeedior thrombectomy set. Visual examination confirmed that the catheter was kinked and bent in various areas throughout the catheter length with one severe kink located approximately 12 inches from the strain relief. Further examination determined that there were several areas where the black coating had broken away from the catheter. Functional testing verified that there was a fluid leak from the catheter. Functional testing verified and there was a fluid leak from the severely kinked area. Prod analysis determined that the cause of the damaged catheter was due to torqueing and pulling of the catheter during the procedure which caused the kinks as well as detachment of the black outer coating.

Event description:
The customer reported the following: a pt presented for a thrombectomy procedure. The physician used an angiojet xpeedior catheter to instill actilase to the lesion within the vessel. After the power pulse sequence was initiated, the catheter began to leak. The device was removed and the physician used a second angiojet catheter to successfully complete the case. No adverse event was reported. Note: bayer r and I became aware of this issue on 3/18/2015 at which time it was decided that this was not a reportable event. However, on 4/28/2015, we rec'd info that after further review, indicated that this event should now be reported.